Event description:
It was reported the patient experienced a shocking or jolting sensation sometimes described as a "weird pulsating" from the device. The patient suspected the leads and device may have moved since implant. Additional information has been requested.

Manufacturer narrative:
(B) (4)